Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient presented in surgeon¿s office with painful left hip and redness. Surgeon ordered serum testing for infection and it came back positive. Surgeon elected to perform a single stage revision on tuesday, (B)(6) at (B)(6) hospital. Surgeon removed primary components using depuy standard instruments. Surgeon then proceeded with his protocol for infection treatment. Surgeon then elected to implant new components and continue to treat the patient for infection. No components broke during the case. There was no mention by anyone that the components contributed to the event. There were no time delays. Index surgery happened on (B)(6) 2021 at (B)(6) hospital by the surgeon.